Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round high profile 420cc saline breast implant, catalog # 3503420, s/n (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor smooth round high profile 420cc and experienced spontaneous leak/deflation on the right breast implant. As a result, the patient underwent bilateral removal and replacement with allergan inspira breast implants on (B)(6) 2018.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a 40 year old female patient underwent a primary breast augmentation with a saline mentor smooth round high profile 420cc and experienced spontaneous leak/deflation on the right breast implant. As a result, the patient underwent bilateral removal and replacement with allergan inspira breast implants on (B)(6) 2018. Two devices were returned to mentor with lot number 6001843. During initial evaluation of device a, a crease was observed on anterior and extending to posterior view. Leak testing of the device, in accordance with mentor procedures, revealed no leakage sites. During initial evaluation of device b, the device appeared intact. Leak testing of the device, in accordance with mentor procedures, revealed no leakage sites. No anomalies were discovered. Complaint was not confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A root cause failure analysis will not be conducted since the investigation of the reported failure could not confirm that an actual failure of the device to conform to expected performance had occurred. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).